Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device reported out of range hv lead impedance. The rv-to-can impedance was within range, however, there was no impedance measurement for rv-to-svc or svc-to-can. An intermittent connection was suspected. The svc coil was programmed off.